Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed there were no alarms related to the complaint in the alarm history. The bolus history for the complaint date showed a 4.0 unit combo bolus was canceled after 1.6 units was delivered, and then a 2.0 unit normal bolus was delivered after the canceled combo bolus of 1.6 units was delivered. The pump powered on to the verify screen with auditory and vibratory alarms. The keypad buttons were responsive without delay when tested. During investigation, an 8.85 unit 40/60 combo bolus was given and was not cancelled on its own. There was no defect found in relation to the original complaint made against the pump. Unrelated to the complaint, the keypad cover was removed for investigation and revealed contamination around the contacts of all the keypad buttons.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that on (B)(6) 2012 the pump was programmed to deliver 8.85 units of insulin and the pump delivered 3.67 units. The patient reported that the pump then delivered an additional 2.0 units of insulin, and then another 2.0 units of insulin. The patient reported that she disconnected herself from the pump and gave an air bolus combo of 4.0 units. The patient reported that 1.6 units were delivered and then the pump delivered another 1.0 unit, and then an additional 1.0 unit. The patient stated that she did not have any resultant issues with her blood glucose levels; however, the patient stated that she did not trust the accuracy of the insulin delivery from the pump. The patient reportedly discontinued insulin pump therapy. The patient denied damage to the keypad. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged insulin delivery accuracy complaint remained unresolved.